Event description:
It was reported that the user experienced repeated scan errors when attempting to scan a freestyle libre 3+ sensor after changing the sensor on the ilet bionic pancreas, followed by a ¿sensor already started¿ message and a visible warm-up countdown on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no need for medical care or hospitalization. User support included troubleshooting and education that resulted in successful sensor recognition and warm-up. Investigation of this case revealed that the issue was consistent with a transient communication or initialization error between the glucose sensor and the ilet that resolved after subsequent scans, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient sensor initiation behavior.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.